Event description:
When they deployed the subject device in the aneurysm, it detached from the pusher wire inside the microcatheter. The coil was remained inside the aneurysm and could not be withdrawn after several attempts to retrieve it. In order to avoid further injury, the physician implanted a neuroform2 microdelivery stent system. But felt the effectiveness was not very good to the patient. The patient was ok during and after the procedure.

Manufacturer narrative:
The subject device is not available for evaluation because it was implanted in the patient. A review of the device history record will be performed by the manufacturer and a supplemental report will be submitted at this time.